Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the failure was not replicated during field service engineer (fse) evaluation and failure analysis investigation, the error observed in the system event logs indicate a potential issue with the axis 7 wrist roll motor and slip ring.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not confirm nor replicate the reported complaint. Upon reviewing error logs, no faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit had passed all relevant tests. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the error upon booting up the system. The fse replaced the master tool manipulator left (mtml) due to the intermittent error 23062. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that repeated recoverable error 23062 occurred on the master tool manipulator left (mtml). The tse confirmed the error in the logs. The customer was able to recover the error once, but the error persisted. The tse advised the customer to power cycle the console. After, the csr called back to report that the error reoccurred. The surgeon switched to another console to complete procedure. There was no reported injury.